Event description:
It was reported that a student splashed cidex activated dialdehyde solution in eyes when the student knocked over a cidex tray containing the cidex solution. The tray was reportedly knocked over when the student passed out in the operating room during a procedure.